Event description:
Material #: unknown, batch#: unknown. It was reported by customer that the plunger actually became disconnected from the plastic plunger in the syringe also splattered blood on the patient's bed and caused the plunger to pop out of the dilaudid medication syringe. Verbatim: I was wondering if you could help me with 3 concerns I experienced today with the new IV caps. Maybe I need more education on how to use them. I welcome any feedback you have! There were several staff members in my area who voiced concerns. 1) a patient who came from the floor had a double lumen ij. Staff were unable to get blood from the ports. When the patient came to pscc, I tried multiple times to draw back blood and I couldn't get anything. In fact, while trying to pull back blood for waste, the rubber plunger actually became disconnected from the plastic plunger in the syringe. - this happened 3 times. I finally was able to draw blood off of the patient's line by taking the caps off altogether and connecting my syringe directly to the port. The cap itself created an extremely hard flush on those ports. After I drew blood from the ports without a problem, I replaced the caps, and I still could not draw blood back through the caps. Additional information other than the date this occurred (4/15), I do not have any of the above information as these incidents happened two weeks ago. There was not a negative outcome as a result, because we removed the caps and were able to draw blood off of the lumens when the caps were not attached.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
(B)(4). Follow up. As no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of defect during the production process. Based on the limited investigation results, a cause for the reported incident could not be determined. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure.

Manufacturer narrative:
Follow up for correction: awareness date 04/15/2025

Event description:
No additional information.